Event description:
It was reported that the patient developed infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to urgent care and was prescribed antibiotics. The patient was released 30 minutes later.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with (B)(4) . Each lot  is confirmed to meet requirements for non-pyrogenicity per I(B)(4) so10993 and sterility per (B)(4) prior to release.

Manufacturer narrative:
The device was inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined. The downloaded data returned an 0x18 alarm. It was observed during investigation that the plunger ran to 0% filled. The downloaded data showed no timeouts or drive stalls. No other damages or defects found.